Manufacturer narrative:
The reported event was unconfirmed. Received only the catheter for evaluation. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing the sample was tested using a lab syringe, and the balloon was inflated with 10cc of water using normal fill technique. The balloon inflated without difficulty in 8sec and the inflation funnel did not balloon out during inflation. The balloon was deflated and re-inflated again using the quick fill technique and the balloon inflated without difficulty. The inflation funnel did not balloon out during the inflation. The sample was dissected and did not find anything to contribute to the reported problem. The following results were found during the dimensional evaluation: eye snip length 3/32¿, eye snip width 2/32¿, eye snip distance from distal cuff 12/32", eye snip distance from proximal cuff 6/32", rubberize thickness 11 thou, reinforcement 189 thou, inflation funnel thickness 52 thou, balloon thickness (average) 27 thou, inflation lumen coverage 14 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] method for use do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported during a pretest, the catheter's funnel was inflated instead of the balloon. The user noted that no irrigation water pressure was applied on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported during a pretest, the catheter's funnel was inflated instead of the balloon. The user noted that no irrigation water pressure was applied on the device.